Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported neurosurgery ICU patient needed PICC in the basilic vein on the right elbow on (B)(6) 2025. When the nurse completed the catheterization and connected the connector, it was found that the extension tube connection did not fit the metal part of the connecting tube and slipped off, and the extension tube was not packaged separately. It was unpacked separately and the operation was completed. It was used normally.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an inadequate connection with the two-piece connector was inconclusive. The product returned for evaluation was several components for a 4fr sl groshong nxt catheter kit. Amongst the kit components was the proximal piece of a two-piece connector and a groshong catheter. The distal two-piece connector was not returned. A gross visual and microscopic inspection of the returned sample was unremarkable. The sample was functionally tested by attempting to slide the catheter tubing against the metal cannula of the proximal two-piece connector. The components were able to be coupled without issue. A non-complainant distal two-piece connector piece was taken and attempted to be assembled with the returned catheter and proximal two-piece connector piece. The components were able to be assembled without issue. No damage or defects were observed on the returned sample; however, as the distal two-piece connector was not returned and therefore could not be evaluated, the investigation remains inconclusive.